Manufacturer narrative:
(B)(4). (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced recurrent urinary tract infections, dyspareunia, lower back pain, and a dragging sensation at completion of voiding.